Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the cubies in drawer 3.1 were failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed. A field service engineer (fse) removed aluminum from under pockets. The system functioned as intended after the field service engineer repaired the device.